Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause of the peeled coating on the insertion tube peeled could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited the coating of the insertion tube peeled off (1 mm2 or more). There was no patient involvement.